Event description:
It was reported that this event occurred in the operating room department. During insertion into the patient's jugular, the guidewire kinked. As a result, the device was removed and replaced by inserting a new guidewire. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).